Event description:
Following a knee arthroscopy procedure, it was reported the patient had sustained a second degree burn to patient's left knee. The burn was treated with topical dressings. The patient was administered antibiotics. No additional treatment was required.

Manufacturer narrative:
It was reported the device is returning for investigation. A follow up report will be provided after device has been returned and an investigation performed. Awaiting return of device.